Event description:
On (B)(6) 2012, the patient contacted animas to report that the pump lost power. The patient claimed he became aware of the issue on the morning of (B)(6) 2012. It is not known how long the pump was off for, nor is it known if the pump provided a low or replace battery alarm prior to powering off. At the time of the call, the patient mentioned his blood glucose (bg) that morning was up to 350 mg/dl and confirmed feeling tired. The patient denied developing any other symptoms suggestive of hyperglycemia. The patient's bg reading and symptoms do not meet animas' criteria of a serious injury. In response to the high bg, the patient claimed he gave himself 6.0 units of insulin and bg returned to normal within a few hours. At the time of troubleshooting, customer support noted that the pump powered on; however, was giving a replace battery alarm. The patient denied any visible damage to the pump's casing, keypad or battery cap. The patient confirmed there were no signs of corrosion within the battery compartment. The patient informed customer support that he had only replaced the battery cap once in the past two years.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission "(B)(4) 2016" - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the alarm history shows several low battery warnings and replace battery alarms. A review of the black box shows multiple reboots following replace battery alarms. Short battery life and rapid battery usage was observed throughout the black box data. Visual inspection revealed no damage to the battery cap or compartment. The battery cap was able to attach securely to the pump. The battery cap contacts were found to be within specifications. The pump was tested with an external power supply and current draws were observed to be above specifications. The pump was set up for a 24 hours duration test. During the testing, the pump emitted a replace battery alarm and lost power. The pump was opened to investigate and single component failure was found.